Event description:
It was further reported that there were no concerns about the reprocessing of the scope after the patient use. The scope underwent cleaning as per olympus instructions and was reprocessed using the reliance eps as per manufacturer instructions. No problems were identified. The issue was noted when the scope was then reprocessed again two days later using the reliance eps during the alcohol drying phase of reprocessing when alcohol was flushed through the various channels the air water channel wouldn't allow any alcohol to be flushed through by the nursing staff in preparation for the following monday.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5 and directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The customer thought the foreign material might have been possible residue buffer from reliance eps high level disinfection, or particles of dust/residue from packing case that scope was sent to olympus in. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was not flushed with detergent solution.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material that came out of the distal end due to a clogged nozzle and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had insufficient air/water released from air/water nozzle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white particles inside the air/water channel and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the air/water nozzle/channel had blockage. The bending rubber adhesive was detached. The bending angle did not meet the specification. The upward/downward angulation control knob had uneven rotation, play, or noise. The light guide tube was dented. The number of uses showed 278. Olympus recommended a light guide tube replacement and major repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.